Event description:
An i60 was placed in situ through a trocar during a laparoscopic sigmoid resection. The device opened and failed to close and had to be removed with the trocar. The device was not closed on tissue.

Manufacturer narrative:
Evaluation summary: (B)(4) fired without incident. Staple formation was acceptable and the knife transected fully. Idrivec calibrated normally, opened fully, closed for firing range and fired acceptable staples into 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully. (B)(4) did not fire reload because it had a broken anvil.